Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. A visual inspection noted that the device had cracked battery compartment. The event log history was downloaded and inspected but no problems were found. Functional tests were performed and found the dso sensor was not functional. The reported problem was confirmed. The root cause of the problem was a malfunctioning dso sensor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, the dso sensor was replaced to fix the problem. The dso seal, dso bezel, and battery compartment replacement will also be replaced.

Event description:
It was reported that the device had " defective cassette out of order¿. There was unknown patient involvement.